Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Patient was symptomatic with complaints regarding the electrical functionality of the lead. Externalized conductors were noted via cine. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the tip measuring 56.7cm was returned for analysis. External insulation abrasion was found at 46.0-46.1cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 12.0-12.8cm from the distal tip. The etfe coating was intact at these locations.